Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's ipg was no longer able to hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction on the ipg.

Event description:
A report was received that the patient's ipg was no longer able to hold a charge. The patient will undergo an ipg replacement procedure.